Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens on (B)(6) 2010 in pt's left eye. The lens was explanted on (B)(6) 2010 due to refractive surprise. The lens was exchanged for a shorter lens.